Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the physician commented that the suture was not pulled in the same axial direction as the device. It should be noted that the electronic prostyle instructions for use (IFU) states: securely wrap the rail suture limb around the left forefinger close to the skin. While maintaining guide wire access, simultaneously pull the rail suture limb coaxial to the tissue tract slow, consistent increasing tension to advance the pre-tied suture knot to the access site and remove the perclose prostyle device (or the entire procedural sheath system if using pre-close technique) completely from the vessel with the right hand. In this case, based on the reported information, the IFU deviation contributed to the reported suture separation. The reported suture separation appears to be related to use error. The unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1142 removed.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after an endovascular treatment procedure. Reportedly, the suture separated when tension was applied to the suture during knot advancement. The physician commented that the suture was not pulled with perclose in the same axial direction. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.